Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they went to the doctor and the doctor advised that the insulin pump was not working properly. She explained that when changing the battery, the insulin pump counts down and the time and date have to be reprogrammed. She stated that the issue had been happening since around (B)(6). The customer's spouse also reported that the history showed an unexpected restart alarm and an external ram error alarm on (B)(6), and that the insulin pump had a no delivery alarm the day of the call. Blood glucose level was 110 mg/dl. They declined troubleshooting and requested assistance programming a new insulin pump. The device will not be returned for analysis.